Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator while in use, the monitor turned off. Reportedly, the unit was running on battery. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service provider (sp) inspected the device and found the battery had a manufacturing date of 2020. The sp reviewed the ventilator diagnostic report and found no error code indicating the reported issue. The sp reported that the staff did not accurately recall the date of the event, possibly the 13th or 14th of june. The customer reported that there was an energy blackout on the morning of june 13th. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer reported that when the issue occurred the unit did annunciate an alarm; the tone was intervals. The system showed on screen 'technical alarm'. It was reported that when the unit turned off it was then restarted. The reported issue was not duplicated, no issue found. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was not duplicated. No parts are expected to be returned back to the manufacturer.